Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. A review of the DHR could not be performed since a lot number was not provided. A lot history review could not be performed since a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 410-2200 device was being used during a lap chole procedure on (B)(6) 2021 when it was reported "on removal of the diathermy plate it was noted that the patient skin had burnt - product code 410-2200 placed on outer thigh - all products have been removed and switched over to product code 410-2000 - using plate with non conmed diathermy. Customer not sure of make and model." The procedure was reported as having been completed with no alternate device usage. Further assessment questioning found that the degree of burn was not disclosed. There was no report of medical intervention or hospitalization for the patient. The reporter stated that the facility was using a system 5000 (60-6085-sys) which will be filed as a concomitant device. It is taken that the accessory "pencil" device was not a conmed device since the reported stated "using plate with non conmed diathermy". This report is being raised on the basis of injury due to unknown degree of burn.